Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the iris potentiometer. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce a dose that was too high in standard abs mode. No pt injury was reported.